Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Catalog number, lot number, and UDI number) and PMA/510(k) number are unknown; no information provided to date.

Event description:
It was reported that the customer has had several instances of no disposable alarms. There was no patient injury reported.